Manufacturer narrative:
(B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med (B)(4). As of (B)(4) 2010, that number was deactivated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4). Arjohuntleigh received a complaint where it was indicated that during usage of the opera hoist the battery fell off the lift and fell on the caregiver's foot. The caregiver received a foot injury as a consequence of the event (bruise on top right foot) but not badly hurt. When reviewing reportable events for opera device, we have not found any cases with similar fault description (battery falls on someone's foot). There is no trend observed for reportable complaints with this failure mode on this device. Complaint review shows that this is an isolated issue, to date. During our investigation, we were not able to find a deficiency with the lift (opera) excluding the battery involved in the incident. The battery was found to be easily detached if moved quickly or jerked. In this case, we can determine that the opera and the battery which work as a system were found to have not been to specification when the event took place as a result it caused the event with the caregiver while the lift device was being used for patient treatment, however the patient is positioned away from the battery and was not involved. From the information received, it appears most likely that during use of the opera lift the battery fell off the lift and fell on the caregiver's foot. In accordance with information provided and documented in the incident description form it was possible to recreate the event. The battery engages with the lift but could be easily detached if moved quickly or jerked. In this case since there is the indication that spring clip does not fully engage sockets on the lift, it appears most likely that this particular battery was not checked to be fitted on the quality control station on the production line. The supplier of batteries was changed since (B)(4) 2013 and quality control plan was implemented for batteries. There are quality control points required to check if battery fits properly at random. The battery involved here was from the previous manufacturer. As indicated this is the only event reported to us involving such issue with this battery and device. There do not appear to be more potentially problematic parts in the field. Remedial action for future production was already taken as the point of checking of each batteries to be fitted was added to quality control plan for the new supplier of the batteries. Our evaluation appears to be in line with a supplier error having occurred. Our assumption is that the battery might not have been checked to be fitted to the socket by previous supplier of battery, however, we have not found any evidence of that in our device history review nor in our event trend review. Normally, it appears highly unlikely that the battery will be easily detached from the socket on the lift. This is shown by the lack of complaints volume of such issue when compared to daily use of devices in the market. From this evaluation, it would appear most likely that this isolated event was caused by non-conform part received from our previous supplier. We find this complaint to be reportable to the competent authorities due to the potential for injury of the battery dropping on the foot.

Event description:
(B)(4).